Event description:
It was reported that post implant check of this right atrial (ra) lead showed occasional ventricular pacing in aai mode and loss of capture. It was suspected that the lead had dislodged. An x-ray was pending to confirm the dislodgement as well as a possible revision. The patient was not pacemaker dependent and was reprogrammed to vvi 40 beats per minutes with the atrial tachycardia discriminators disabled. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that post implant check of this right atrial (ra) lead showed occasional ventricular pacing in aai mode and loss of capture. It was suspected that the lead had dislodged. An x-ray was pending to confirm the dislodgement as well as a possible revision. The patient was not pacemaker dependent and was reprogrammed to vvi 40 beats per minutes with the atrial tachycardia discriminators disabled. The lead was explanted. No additional adverse patient effects were reported.